Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. No button error alarms occurred. No buttons reacting without button presses noted. Inspected the insulin pump and no trace of moisture damage found on the electronic/motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 68 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.